Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient had a magnetic resonance imaging scan (MRI) approximately five months post implant of the implantable cardiac monitor. Over the next few days, the patient noticed a knot around the device. The knot got progressively larger and the skin started to redden. The patient was seen at the clinic where the patient was diagnosed with a superficial infection at the device site and was placed on an antibiotic. Wound dehiscence occurred and the device explanted itself. It was further indicated there was possible localized heating and tissue destruction during the scan which resulted in the infection. Additional information received from the patient reported that the device site became sore two days post MRI scan and bleeding was noticed for two days. No further patient complications have been reported as a result of this event.